Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced six infusion set cannula were crimped events on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The events occurred after three or more hours of insertion. The infusion sets had been used just over twenty-four hours. The insertion site was at the abdomen. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.